Manufacturer narrative:
Method - review of lot records/work orders, prior reports. No issues were noted. Results &conclusion: operational context and pt's condition contributed to the event.

Event description:
Pt presented with an occluded iliac vessel. Due to the occlusion, the physician was unable to access and could not get guidewire in place. The pt was converted to open repair, tolerated procedure and is doing well. Note that the powerlink devices were not opened. Sales representative reported in 2008 that dual lumen catheter perforated iliac vessels.